Event description:
The account generated elevated axsym insulin results with lot 65003ju00 for 3 days, but when the same specimens were repeated with reagent lot 66012ju01 the results were lower. The specimens were repeated again with lot 65003ju00 and again the results were lower. Due to the difference in reported values and repeated values, an amended report using the repeat values of the same lot was sent for some of the patient specimens. No patient information was provided for the specimens. No impact to patient mangement was reported. Service discussed possible reagent contamination. Service inspected pumps, tubing, fittings and lubricated sample/processing syringes and arm assembly. The matrix and processing carousel and v-wheels were cleaned and sample/processing probe calibrations performed. Service performed meia station initialization, fpia verifications and performed fluidics which passed. The account ran quality control and precision for insulin and ferritin with passing results on the axsym analyzer. This report is for patient 11 of 24 total patients. Axsym insulin data (pmol/l):patient 11: 21.6 (lot 65003jn00, reported result), 9.2 (lot 65003jn00, repeat),14.5 (lot 66012ju01).

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Both the axsym analyzer and axsym insulin assay were investigated. The conclusion of both investigations are provided below. Axsym insulin assay investigation: no customer returned sample and/or reagent were available for investigation. The assay performance study was performed with two file axsym insulin reagent lots 65003ju00 and 66012ju00 using the file axsym insulin calibrator lot 70009ju00 and the file axsym insulin control lot 70010ju00 on one axsym. After a calibration curve is accepted on one axsym, four quality control (qc) releasing test panel members were testing in replicate of three. As a result of the assay performance study, no error occurred with the assay performance study and all panel values on the study were within the specification of qc releasing testing. Additionally, the value of the panel in two lots was comparable. The tracking and trending review showed the issue of the complaint record was not identified. Also, for tracking and trending review no requiring further investigation was found on the product and the complaint lot. The cause of the complaint was not identified because no error occurred with the assay performance study and all panel values on the study were within the specification of the quality releasing testing. Additionally, the value of the panel in two lots were comparable. As with the other investigation results, the complaint lot was not identified with any assay performance issue. Based on this investigation, the complaint lot was not identified with any assay performance issue. Axsym analyzer investigation: the investigation of the issue consisted of a review of customer complaints, current axsym labeling, and the information provided including the complaint text. The axsym operations manual provides multiple probable causes and corrective actions to assist the account with resolving inconsistent/ erratic/ discrepant results. The probable causes listed include the use of malfunction of the sampling and processing syringe, valve, probe, and probe link tubing assemblies, and incorrect positioning of the sampling or processing probe. The field service representative (fsr) performed service on the axsym to verify the performance of the analyzer and prevent additional occurrences of inconsistent result generation. The fsr inspected and lubricated the sample and processing syringes, and the sample and processing arm assemblies. The fsr inspected and cleaned the matrix and processing carousel and the v-wheels. The fsr performed successful sample and processing probe calibrations, meia initialization, fpia verification, and fluidics check. Please also note the insulin package insert notes samples should be tested as soon as possible after drawing, because samples may show lower insulin levels because of insulin degrading enzyme existing in the red blood cell of the samples, and the recommended temperature for storing specimens is -20 degrees celsius. Tracking and trending did not identify any adverse trends. The most probable cause of the inconsistent insulin patient results was the use of a malfunctioning syringe assembly. The sample results may also have been affected by the sample storage temperature of 4 - 8 degrees in use at the account site. The actual cause of the suspect insulin patient results could not be determined with the available information. Based on the available information and this investigation, no deficiency was identified for the axsym analyzer related to this issue under investigation. This is a final report.